Manufacturer narrative:
Date sent: 12/18/2007. Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a sigmoid colectomy they fired the device across the sigmoid colon and there were no report of any device issue. Five days post operatively, the patient returned to surgery for complaint and pain and swelling. Upon open the incision from the previous surgery they found that the staple line was not intact and the anastomosis had fallen apart and leaking. The anastomosis repair was repaired. There was no infection or sepsis noted. The patient is stable and doing well at this time.